Manufacturer narrative:
Motor error alarmed during the basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to confirm prime anomaly due to motor error alarm. The pump was received with cracked reservoir tube lip and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to hold down the act button until they receive the 2nd series of beeps and numbers on the display. The customer stated that the second series of beeps did not appear on the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.